Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 756 mg/dl. It was reported that the customer was experiencing flu-like symptoms, nausea and vomiting. The caller wanted assistance in reviewing the sensitivity in the bolus wizard settings. The customer was not present for troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.